Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 054 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box data showed no evidence of 054 call service alarms. During testing, the pump was able to successfully pass a rewind, load, and prime sequence. The pump was exercised for 24 hours with no call service alarms. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).